Event description:
My name is (B)(6). I was advised of your re: products that may have failed. I had contacted a corporation which was advising people the problems of a potential ivc filter claim but I was told even though I personally had a greenfield catheter and it was placed in 2000, they were taking claim for a 2002 model and any afterwards so I was not qualified. However, I do have a complain, I receive a hip one of the ones that I heard about after I received a left hip replacement. I was never told about a certain hip or how people were having medical problems due these new hips that were being used. Well I had one of the hips (left), at first I was doing pretty well. About a year ago I had to have the hip removed. The first hip had been removed, I was told I had a left hip fracture, surgery done, then about three and half weeks, after the surgery I had another left hip fracture which now has me disabled (totally) I am in severe pain constantly. I now have no left hip, it feels my life is made to be over. Since the surgery I can't find anyone to help me. I had major surgery and was felt without my left hip. Prior to the surgery I had lab work done, I was never told that I had high levels of lead and also cobalt in my system due to the metal on metal hip that was placed in me previously by the surgeon. I was then dumped by the surgeon, no post op cared given. I have been a licensed (B)(6) for over 20 years. I need help, please. (B)(6).